Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and associated leads were explanted due to a confirmed pocket infection. No additional adverse patient effects were reported. The explanted products were not expected to be returned.